Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient had developed crushing chest pain. The intra-aortic balloon pump (iabp) was generating a gas loss in iab circuit alarm. The screen showed there was no gas inflating the iab. The iab was removed and patient's chest pain was resolved. This report is for the iab involved in the event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-02690.